Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5159916.

Event description:
Voluntary medwatch received states that signal artifact was noted on the low voltage lead. Imaging confirmed clavicle crush as the cause. The lead was explanted and replaced. No adverse patient consequences were reported.